Event description:
Information was received from a trial patient (pt) via manufacturer representative who was using an external neurostimulator (ens) for unknown indications for use. The reason for call was caller stated that trial started yesterday and everything went fine with programming the patient on ld settings and impedances were approximately 600-800 ohms. Last night, patient reported they no longer felt stimulation and when they laid down for bed, they still didn't feel it. Today, patient is getting "settings not available" on all groups/programs. Caller stated they face-timed with patient and had them turn everything down and off, patient's partner removed wens from boot, opened lid and reseated both leads, closed lid and tried to connect and increase stim but they weren't able to even go to 0.1 ma. Caller stated tape on patient's back is still intact. Patient was feeling stim yesterday around 0.9-1.5 ma. The caller was not with the patient. Technical services (tss) reviewed meaning of "settings not available" and suggested replacing batteries in the wens, checking impedances and potentially replacing wens but likely there is an impedance issue that appeared after patient was sent home. Caller didn't have any device serial numbers. Caller didn't mention any specific events but stated sometimes the lead pulls out of the skin and gives an error message, sometimes there is tension on the lead and it pulls on the wens and sometimes it acts funny when you first plug the leads in but not after everything has been working fine. On (B)(6) 2023 the rep reported the serial number of the wens unit. Rep reported the leads pulled out of the patient's back, they were placed pns or sub q and that is the cause of the error messages. Rep reported they peeled back the tape and visually noticed the lead and electrodes had pulled out of the skin and then realized what was the cause of the ¿settings not available¿ message. The hcp says they are going to trial again next month. No actions/interventions were taken as the trial was over. Weight is unknown.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was from rep stating they do not have patient's weight information and don¿t know the sn¿s. The situation has been resolved because the trial is over and the nurse practitioner already removed the trial leads and all the tape. The patient was very heavy and the doctor did a peripheral nerve stimulator trial. Both leads slid out of the patients skin in the low back and that¿s why they were error messages on the controller.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.